Event description:
It was reported that the user experienced recurrent hypoglycemia overnight and in the morning while using the ilet, with device data showing frequent postprandial spikes and subsequent drops after the user stopped announcing meals and appeared to overcorrect lows with substantial carbohydrate intake. Symptoms included low glucose episodes that required oral glucose and subsequent hyperglycemia. Outcomes included transient symptomatic hypoglycemia without hospitalization. Investigation included review of device reports and user education, with guidance to re-engage with the healthcare provider regarding meal announcing and completion of training materials. Investigation of this case revealed a pattern consistent with user management issues, including lack of meal announcements and corrective carbohydrate overuse leading to a roller coaster glycemic pattern, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use error or therapy management factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.